Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The valve is not available for evaluation, as it was not explanted from the patient. There is insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the patient expired soon after the implantation of this bioprosthetic aortic valve due to thrombosis and myocardial infarction. As reported, the patient exited well from the procedure. On pod #2, the patient had a cardiac arrest. Doctors tried to reverse it by doing CPR, but it did not revert. The medical team decided to take him to the ICU and put the patient in cbp to stabilize the parameters. When the surgeon opened the aorta, he noticed that there was an acute thrombosis up to the coronary ostium that was aspirated from the valve and posterior aortic wall freeing the left coronary ostium to be perfused. There were no further intervention to the aortic valve prosthesis that was functionally well on transesophageal echocardiogram after surgical re-exploration. The valve was not explanted. The surgeon indicated that he did not know whether the thrombosis was the cause of the cardiac arrest or the consequence of it. The initial indication for this surgery was a severe aortic stenosis and a supra-coronary aortic aneurysm. The planned procedure was an aortic valve replacement and a supra-coronaries ascending aortic repair. It was noted that there were no valve stents occluding any coronary ostium neither on the first surgery nor after surgical re-exploration.